Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a post generator change follow-up visit, there were high thresholds, intermittent capture, and low r-waves exhibited. There was also concern that the issue may be related to lead-tissue interface or a generator-lead connection problem. Reprogramming was performed, and the implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.